Manufacturer narrative:
Correction: serial #. Device evaluation: the suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2017-12-08). When the esg-100 electrosurgical unit was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the esg-100 electrosurgical unit without showing any abnormalities. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after a combined therapeutic endoscopic submucosal dissection (esd) and endoscopic retrograde cholangio-pancreatography (ercp) procedure at an unknown date, the patient developed an acute pancreatitis. The patient was transferred to the intensive care unit (ICU). No further information was provided, but there was no report of any device malfunction during the procedure.